Event description:
A simplygo mini device was returned to a third-party service center for evaluation, and the customer complaint was confirmed. During the evaluation of the device, the service technician observed that the main pca was burned and needed replacement. Due to the alleged malfunction, the device will be returned to the manufacturer's product investigation lab for additional testing. The root cause is not confirmed at this time.